Manufacturer narrative:
E1: reporting address state: 040 reporting address postal: 010010 reporting institution phone #: 013704733362 reporter phone #: 013704733362 h10: per good faith effort (gfe) response, no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair. They informed philips that a "multi vendor/clinical engineering department" handled the service call/incident and had change the oxygen source and was put back into service. No additional information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00303. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device is getting low oxygen pressure message. It was reported there was no patient involvement at the time the issue was discovered.